Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash on the chest area under the electrodes. The area was described as bumpy, red, itchy, and blistering. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed nyamyc and a nurse practitioner suggested a thin piece of gauze be placed on the area. The patient's rn suggested the device be removed and soap be applied to the area. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.